Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Interrogation of a borea with telemetry took almost 5min. Afterward, the end button was not available.

Manufacturer narrative:
Through the several exchanges and the reminders to have additional information, files to investigate, it has been explained that the files have been deleted by mistake cannot be retrieved. This information has been confirmed. Therefore, since there is no patient risk (issue on the smarttouch module), another programmer can be used, this case is closed as is and in case of new relevant information allowing an investigation, it will be re-opened.

Event description:
Interrogation of a borea with telemetry took almost 5min. Afterward, the end button was not available.